Event description:
The physician attempted to deliver a resolute integrity rapid exchange (rx) drug eluting stent to the mid rca, which was reported to be tortuous. Pre dilation was carried out however resistance was noted during the attempted delivery of the device, upon removal stent damage was noted. A resolute integrity over the wire (otw) stent was used to complete the case. Device evaluation: there were numerous kinks evident along the hypo tube. The distal shaft was kinked 9.9cm proximal to the balloon bond .the distal tip was flared and damaged indicating that it may have been stubbed during advancement. A number of struts on the 1st distal stent segment were raised and pulled proximally.

Manufacturer narrative:
Evaluation codes: results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (tortuous anatomy). Evaluation codes: conclusion: device failure/lack of effectiveness related to patient condition device (tortuous anatomy). (B)(4).